Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: after thorough examination and testing by stryker canada¿s repair technicians, we were unable to duplicate. Any failures of the product returned to us for repair. Your product was evaluated according to our current approved quality inspection procedures and passed all safety and efficacy parameters. Probable root cause: light engine malfunction, main board, receptacle board, or front board malfunction, damaged or missing esst spring, incorrect/no communication with 1688, overheating, power supply malfunction, software malfunction, hf/rf interference, cybersecurity attack. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.